Event description:
The ees sales rep heard of issues involving our mca devices and requested feedback from the materials manager. The following information was provided in the response to the request from the materials manager to the surgeon. The surgeon reported, "the medium size applier cuts vessels frequently and this is not new. The automatic small and medium ones also tend to misfire all the time." The device status is unknown but will not be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot or batch number was not received, a device history review could not be performed. Follow up was conducted by the sales rep on 06/05/2009: "corporate is also asking me to confirm with you whether or not any of the failed clip appliers, whether an inquiry has been filed or not, have resulted in adverse patient consequences? If so, what were those consequences, how were they handled (i.e. How was the case completed) and what was the ultimate long term impact to the patient? As these complaints are filed, this information is critical to the reporting process." Message from contact to rep on 06/08/2009, "yes inquiries have been filed - adverse patient consequences - vessels were severed - additional means had to be taken to repair the vessels and blood loss." Followed up with contact on 06/09/2009 with no response. Followed up with contact on 06/10/2009, "I am inquiring about complaint information we received and would like to speak to you around specifics on any patient consequence and/or medical intervention that has been required due to this issue." Contact responded, "please let me know what information you are specifically inquiring about." Followed up with contact on 06/11/2009 with the following request, "can you please help me understand how you define an adverse event? Were the complaints filed with ees, the FDA, or your internal process? Can you please indicate how many inquiries each surgeon had and if that is unknown, can you please let me know how many inquiries you filed? In addition, can you please let me know for each complaint what were the "additional means" taken to repair the vessels and blood loss." No response was received from the contact. Ees risk manager followed up with contact on 06/19/2009, but the contact was out of the office until 06/22/2009. Left message with contact on 06/22/2009. Contact responded on 06/23/2009, "our senior risk management specialist will be your contact for obtaining any additional information regarding the clip appliers." Ees risk manager followed up with their senior risk management specialist on 06/25/2009 and 06/29/2009. Ees risk manager spoke with risk manager at (B) (4) to get clarification on events regarding the mca clip appliers. She indicated that she's been made aware of "five or six events." In two of the events, there was damage to the vessel when the device was fired. In the other events, the "device didn't work." I explained that it was reported to ees that in some cases "additional means" were taken and she indicated that she was advised the surgeons utilized our non-disposable clip applier to achieve ligation of the vessel or other structure. To ensure we have captured all the complaints mentioned above we completed a review of all complaints submitted by this account since (B) (6) of 2008. We have had a total of 22 complaints for mca devices. Seven of them did not meet the FDA defined criteria for a reportable event.